Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos (real time operating system) and ups (uninterrupted power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe and customer reported that the system reboots itself, a communication failed error message is displayed. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.